Manufacturer narrative:
The scope was returned to the service center and pending evaluation. The cause of the reported event cannot be determined. This complaint is to account for the scope.

Event description:
The service center was informed that during a stent placement procedure, the insertion tube came detached. It was also reported that the grasper broke off in the insertion tube. There was no report of any device fragment falling into the patient. The procedure was able to be completed with the same device as the grasper was removed from inside the insertion tube during cleaning. There was no patient injury. This is 1 of 2 reports.

Manufacturer narrative:
The gif-h190 video scope, serial number (B)(4) was forwarded to mq for evaluation due to, "part of grasper broke off inside of insertion tube. Broken piece did not come out during cleaning". The user's complaint was not confirmed. A visual inspection was performed on the received device and was unable to locate any piece(s) of a broken instrument inside the biopsy, or suction channels. The biopsy channel and suction cylinder/channel were inspected using an olympus boroscope. The olympus boroscope was first inserted through the distal end side of the biopsy channel, and a large scrape mark, which proceeds nearly the entire length of channel, was located within. The scrape mark can occur if an open or broken instrument is inserted inside the channel. Additionally, a small black piece of debris was found along the biopsy channel wall near the 45cm marking found on the insertion tube. After inspection of the biopsy channel, the olympus boroscope was used to verify the condition of the suction channel. The suction channel findings are as follows; kink and black stain at the scope connector side opening, large black stain at the control body side opening. The likely cause of the black stains inside the suction channel is due to insufficient cleaning. Furthermore, the bending section cover glue on the insertion tube side is cracked. The video scope passed the leak test. The scope has a resale date of december 10, 2019. Based on the evaluation, no broken pieces of an instrument inside were located in either the biopsy or suction channels. The likely cause of the scrapes inside the biopsy channel is due to an open or broken instrument being inserted within. The black stains inside the suction cylinder/channel and small black piece of debris inside the biopsy channel is due insufficient cleaning.